Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller stated that she experienced issues with priming the insulin pump. She stated that the process would take about 5 minutes to complete because the act button did not respond to button presses. She stated that the act button worked intermittently, and she had to sometimes press the button several times to garner a response. The customer's most recent blood glucose was 23 mmol/l, which was treated with the insulin pump. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.